Event description:
It was reported that during a ptca/stenting treatment procedure the adante balloon ruptured at below rated burst pressure on the initial inflation. The patient was asymptomatic during this event. The lesion being predilated was a 90% stenotic lesion in the mid-lad coronary artery. The adante balloon catheter was removed and replaced with another balloon catheter to successfully complete the nir stent placement procedure. Patient status is reported as 'good'.